Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, while in use on a patient, the touchscreen on a 980 ventilator was unresponsive. Although requested, information regarding the intervention taken on the behalf of the patient and the patient outcome has not been provided. The customer has decided to take the ventilator out of service until further notice.